Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. The target nodule was 1.5 cm and located in the right lower lobe. The biopsy was performed using a cytology brush. The pneumothorax was identified in-room via a 3d spin while the patient was still intubated. A chest tube was placed, after which the physician completed the ebus. It is unclear if the pneumothorax was identified during the ion procedure or ebus. The procedure was completed with no delays. There were no allegations of malfunction involving the ion system, instruments, or accessories. The physician attributed the pneumothorax with the use of cytology brush. No additional information was available. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.